Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was severed from the dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that wires were exposed on her electrode belt. The patient was issued a replacement electrode belt.